Event description:
The patient reportedly experienced loss of lock, external equipment was exchanged and programming changes were made without resolve. Additional troubleshooting was attempted but there was no lock with the implanted device. Device revision surgery will be scheduled.